Manufacturer narrative:
The reported complaint was confirmed. Per the srt, with the fraction of inspired oxygen (fio2) set to 60%, the epgs was reading 63.1%, which was outside of the specification. He replaced the epgs blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) blender failed during the balance regulator testing. There was no patient involvement.